Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), autoimmune disorder ("autoimmune disease"), fibromyalgia ("fibromyalgia"), gallbladder disorder ("gallbladder complications"), multiple allergies ("allergies"), fatigue ("fatigue"), headache ("headaches"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, autoimmune disorder, fibromyalgia, gallbladder disorder, multiple allergies, fatigue, headache, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, fatigue, fibromyalgia, gallbladder disorder, headache, menorrhagia, multiple allergies and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result was not provided. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pelvic pain/ pain/left pelvic pain") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anaemia and umbilical hernia. Concurrent conditions included adenomyosis, uterine cervical squamous metaplasia, uterine fibroid, perineal pain and polymenorrhoea. In 2005, the patient had essure (ess205) inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), gallbladder disorder ("gallbladder complications"), multiple allergies ("allergies"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and hysterectomy with removal of the essure devices, salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, autoimmune disorder, fibromyalgia, gallbladder disorder, multiple allergies, headache, anxiety, depression, migraine and nausea outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, fatigue, menorrhagia, vaginal haemorrhage and dyspareunia had resolved. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gallbladder disorder, genital haemorrhage, headache, menorrhagia, migraine, multiple allergies, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs, date of insertion-(B)(6) 2015 , previously it was reported as 2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain and device expulsion. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-dec-2018: new pfs and mr received. New event abnormal bleeding (vaginal), migraines, nausea, dyspareunia (painful sexual intercourse), perforation (fallopian tube(s), abnormal bleeding (general) were added. Outcome of pelvic pain, dysmenorrhoea, fatigue, menorrhagia updated to recovered / resolved. Reporter¿s information, patient information added and medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), genital haemorrhage ('abnormal bleeding (general)') and pelvic pain ('pelvic pain/ pain/left pelvic pain') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anaemia, umbilical hernia, multigravida and parity 3. Concurrent conditions included adenomyosis uteri, uterine cervical squamous metaplasia, uterine fibroid, perineal pain, polymenorrhoea, anxiety, depression, hypothyroidism, umbilical hernia, chest pain, abdominal pain, cholelithiasis, anemia, adenomyosis and cholecystectomy. In 2005, the patient had essure (ess205) inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), gallbladder disorder ("gallbladder complications"), multiple allergies ("allergies"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia"), anxiety ("anxious"), depression ("depressed"), bipolar disorder ("bipolar disorder "), mood swings ("mood swing"), anaemia ("anemic"), coeliac disease ("borderline celiac.") And neuralgia ("gabapentin"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy with removal of the essure devices, salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, autoimmune disorder, fibromyalgia, gallbladder disorder, multiple allergies, headache, anxiety, depression, migraine, nausea, bipolar disorder, mood swings, anaemia, coeliac disease and neuralgia outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, fatigue, menorrhagia, vaginal haemorrhage and dyspareunia had resolved. The reporter considered anaemia, anxiety, autoimmune disorder, bipolar disorder, coeliac disease, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gallbladder disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, multiple allergies, nausea, neuralgia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs, date of insertion-(B)(6)2015 , previously it was reported as 2005. There were three trailing coils in the right and left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anaemia, anxiety, autoimmune disorder, bipolar disorder, coeliac disease, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gallbladder disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, multiple allergies, nausea, neuralgia, pelvic pain and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: received: reporter added, event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.